Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Blood glucose level was unknown at the time of the incident. The customer reported physical damage on the insulin pump. The customer reported that the drive support cap was sticking out. The customer also reported an insulin pump error. Troubleshooting was provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify compromised forced sensor system, software error detected alarms due to motor error alarm. However, device passed rewind test and displacement test. Device had cracked lcd window, cracked case at display window corners, cracked case at reservoir tube window corners.